Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the petals from the pessary insertion tube caused laceration and bleeding during insertion. The pessary was not inserted, and she did not seek medical attention.